Event description:
Information received indicates the head up function is not working. The function does not work manually or under power.

Manufacturer narrative:
The technician isolated the issue to the head up valve. He replaced the head up valve to repair the bed.